Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - review of quality records. Device evaluation anticipated but not yet begun.

Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 3. The cg stated the home patient (hp) disconnected herself thinking therapy was over then reconnected. The technical service representative (tsr) instructed the cg to close the transfer set and explained se 2240 indicates a large amount of air entered the cassette. The tsr advised the cg to inform the nurse of the se 2240. The cg confirmed to start over with new supplies. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.